Event description:
During a ventricular tachycardia ablation procedure using a livewire mediguide enabled ep catheter, a pericardial effusion occurred. A livewire mediguide enabled ep catheter was placed in the coronary sinus and in the left ventricle for mapping purposes. While mapping in the left ventricle, an echocardiogram revealed a pericardial effusion. No intervention was required and the pt was stable. There were no performance issues with any sjm device.